Event description:
The patient reported a loss or change of therapy as of about 3 weeks prior to date notified. It was stated that they had a fall and broke their nose, top teeth, wrist and when the emergency personnel stood them up they wet allover themselves. There were no symptoms after the fall, and the healthcare provider (hcp) confirmed that the fall did not impact the implantable neurostimulator (ins). It was further noted that if the patient drinks orange juice or milk it goes right through her, but this occurred prior to implant and continued well into implant. The patient does not notice this when they drink water but get bored of water. However, the patient still is getting more than 50% relief even when drinking milk or orange juice. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.